Event description:
It was reported that the patient experienced shocking sensation at the battery site with certain movements of their arms. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.